Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to patient breach in aseptic technique, as reported by the pd nurse.

Event description:
On 1/apr/2026, it was reported by a peritoneal dialysis (pd) nurse that this elderly patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was seen in the outpatient pd clinic on (B)(6) 2026 with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided) intra-peritoneal (ip) for peritonitis. However, the nurse indicated that the patient¿s abdominal pain persisted despite being on antibiotic therapy. On (B)(6) 2026, the patient was admitted into the hospital for the peritonitis infection. The patient had a repeat pd culture obtained (while hospitalized) which revealed a continued elevated wbc count and no organism growth. The patient was continuing to receive ip antibiotic therapy for peritonitis utilizing vancomycin and ceftazidime (dosing not provided) during hospitalization. Subsequently, on (B)(6) 2026, the patient was discharged home continuing ip course of antibiotics. The nurse stated the patient continued pd treatments with the same cycler. However, it was reported that the patient did not fully recover from peritonitis and as a result the patient required readmittance into the hospital on (B)(6) 2026. During this hospital course, the patient was transitioned to hemodialysis modality for renal replacement needs. Per the nurse, the patient will undergo removal of the pd catheter (not a fresenius product) and remains on antibiotic therapy (details unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Event description:
On 1/apr/2026, it was reported by a peritoneal dialysis (pd) nurse that this elderly patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was seen in the outpatient pd clinic on (B)(6) 2026 with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided) intra-peritoneal (ip) for peritonitis. However, the nurse indicated that the patient¿s abdominal pain persisted despite being on antibiotic therapy. On (B)(6) 2026, the patient was admitted into the hospital for the peritonitis infection. The patient had a repeat pd culture obtained (while hospitalized) which revealed a continued elevated wbc count and no organism growth. The patient was continuing to receive ip antibiotic therapy for peritonitis utilizing vancomycin and ceftazidime (dosing not provided) during hospitalization. Subsequently, on (B)(6) 2026, the patient was discharged home continuing ip course of antibiotics. The nurse stated the patient continued pd treatments with the same cycler. However, it was reported that the patient did not fully recover from peritonitis and as a result the patient required readmittance into the hospital on (B)(6) 2026. During this hospital course, the patient was transitioned to hemodialysis modality for renal replacement needs. Per the nurse, the patient will undergo removal of the pd catheter (not a fresenius product) and remains on antibiotic therapy (details unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.